Event description:
There were two tests from two different pts that had no results reported when using the product. Rptr does not know the lot numbers from these two different pts. They used the product correctly but there were no results- no lines- at all.